Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced ineffective stimulation due to high impedances. The lead may have been damaged during a spinal procedure. Surgical intervention took place wherein the lead was explanted, replaced and effective stimulation was established.

Manufacturer narrative:
E1 reporter phone number: (B)(6). It was reported to abbott, a patient was unable to turn up their system following spinal surgery. The rep checked their system and identified high impedances on the 9-16 lead. It appeared the lead may have been damaged during the spinal procedure. The lead was replaced without complications. Effective therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.